Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97754, serial/lot #: (B)(6), UDI#: (B)(4), product type: recharger g2. Foreign: ca h3. Analysis of the returned recharger kit (serial # (B)(6)) found that the desktop charger cable had exposed cables, was cut/broken, and was fraying, that the desktop charger connector was missing, that the recharger antenna cable was frayed, and that the recharger did not charge an ins properly medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that wires are frayed on the recharger. It was reported normal wear and tear may have lead or contributed to the issue. The device was replaced with a new wireless recharger and the issue was resolved. No symptoms were reported. The device was requested to be returned for analysis.